Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 10mg/ml at 6.39mg/day via an implantable pump. The indication for use was non-malignant pain. The patient was in the ICU (intensive care unit)and was obtunded. The healthcare provider wanted to know how to stop the pump with the ptm. It was reviewed the ptm was only able to requests boluses. Interventions were discussed to turn down/off the pump, emptying the pump. The healthcare provider stated that the patient's blood pressure was fine right now. The reporter planned to follow-up with the healthcare provider. Diagnostics, cause of the admission to ICU and the patient being obtunded, interventions and actions, and patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.